Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/31/2021. H.6. Investigation: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No.320136. Visual examination was carried out on the returned sample and photos and a bent non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Event description:
It was reported that a pen ndl 32ga 4mm 14bag 700case jp broke at the cannula during use. The following was reported by the initial reportter: "according to the customer's report, the needle npe broke off. Whether this is due to the patient's manipulative techniques or not is unknown."

Manufacturer narrative:
"Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. "

Event description:
It was reported that a pen ndl 32ga 4mm 14bag 700case jp broke at the cannula during use. The following was reported by the initial reporter: "according to the customer's report, the needle npe broke off. Whether this is due to the patient's manipulative techniques or not is unknown."